Event description:
It was reported that a patient presented with high pacing impedance and capture thresholds noted on the right ventricular lead. There was no physician allegation on the cause of the reported issues. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.